Event description:
It was reported that the patient experienced intermittencies and loss of lock and headpiece retention issues. The doctor confirmed that the patient's thick skin flap is the issue. Additional magnets and programming changes were used to achieve lock; however, this did not resolve the issue. Revision surgery is under consideration.